Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The investigation showed that the battery acid leaked out of the battery. The acid led to corrosion on the battery contacts and to a power interruption. The insulin pump shut-down without alarm because of the sudden power failure.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device turned off without providing a warning or error message. He changed the battery cover, but this did not resolve the issue. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.